Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-08-23. H6: investigation summary. Bd received 3 samples submitted for evaluation. The reported issue was not confirmed upon inspection of the samples. Since the reported failure was not confirmed a root cause cannot be established. A device history record review showed no non-conformances associated with this issue during the production of this batch. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. A review of the sterility records was performed on the reported lot number and this lot met all acceptance criteria according to ansi/aami/iso standards. No potential compromises to the sterility of the samples were observed during evaluation. H3 other text : see h10.

Event description:
It was reported that 2 patients had allergic reactions to bd saf-t-intima¿ safety system with removable prn 22 ga 0.75 in (non-dehp) the following information was provided by the initial reporter: patient had abscesses following the catheter placement. Of the 4 patients involved, one had surgery and one required antibiotic therapy.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 2 patients had allergic reactions to bd saf-t-intima¿ safety system with removable prn 22 ga 0.75 in (non-dehp). The following information was provided by the initial reporter: patient had abscesses following the catheter placement. Of the 4 patients involved, one had surgery and one required antibiotic therapy.